Event description:
Had silicone implants implanted in 2000. Started having pain across my back right away -then my lower back and down my left side. I had no idea it was the implants. Then I started with tight ligaments, I couldn't fully extend my left leg, my eyesight started to decline, hearing started to decline, brain fog, memory loss, aging rapidly, hair loss, inflammation, autoimmune disease, mental health issues, daily headaches, severe dry eyes. I had to have plugs put in my eyes to produce tears, unexplained rashes, pain in feet, unexplained food allergies, sudden weight loss 40 lbs in 6 months, lesions on my brain, pain in my neck, pain in my left hip. I had two back surgeries and a neck surgery and a knee surgery. I was on humira, methotrexate, and sulfasalazine for pain. I explanted (B)(6) 2018. I no longer have the severe pain, I still have brain fog and daily headaches, pain in left hip, left rib, and neck all related to metals still in my body from implants. My implants were leaching into my lymph nodes for I don't know how long, but my surgeon said that there was a significant amount of silica in my capsules.